Manufacturer narrative:
During a onsite visit the fse (field service engineer) verified the system and found it met all specifications. Logfile review could confirm the reported error. This is a known issue and a internal investigation was already been opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error is determined to be a faulty label on a sensor. Label is sporadically placed incorrectly on sensor and conductive layer (bulding a conductive path) may lead to intermittent negative impact of the sensor measurement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A customer representative reported during a lasik procedure the laser stopped ablation after one second into the procedure. The laser technician exited the procedure and performed an energy check and received an error message indicating the energy was too high. Additional energy checks performed, passed and continued surgery which was delayed approximately 20 minutes.